Manufacturer narrative:
Unit received with a compromised force sensor system alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify no reservoir alarm due to the compromised force sensor system alarm. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked case at reservoir tube window corners, stained address / serial number label and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The patient¿s blood glucose level was 112 mg/dl at the time of the incident. Drive support cap is protruded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The alleged device is expected to be returned for analysis.